Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive was replaced during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the hard drive on the 9800 system failed. No patient injury was reported.